Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged connector is confirmed; however, the exact cause is unknown. One photograph of the distal piece of a groshong nxt connector was returned for evaluation. An initial visual observation of the photograph showed a split in the strain relief of the distal connector piece of a groshong nxt; however, no details of the damage could be discerned from the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported extension tube breaks at connection. No other information was provided. Additional information 06/14/2024: it was reported that one week after the catheter was placed, a crack was found at the front end of the extension tube during maintenance. The catheter was replaced promptly without causing serious injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported extension tube breaks at connection. No other information was provided. Additional information 06/14/2024: it was reported that one week after the catheter was placed, a crack was found at the front end of the extension tube during maintenance. The catheter was replaced promptly without causing serious injury.